Event description:
It was determined that the crt-d triggered short circuit protection during high voltage therapy and less than programmed high voltage energy was delivered. Reprogramming was done and the crt-d remains in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a disconnected monitor and flashing reader lights were observed in association with the crt-d. The monitor was found to be unplugged and was subsequently plugged in, and the reader was identified as needing to recharge. The patient was advised to call back if the error returned, and the issue was escalated for further reporting. Additionally, it was reported by the patient that they always feel very unwell 2-3 weeks after programming/reprogramming of their cardiac resynchronization therapy defibrillator (crt-d) with a programmer, every single time. The patient stated that they have talked about it with their clinic many times, but feels the hospital is not addressing their concerns over this. The patient claimed that the crt-d is defective and not shocking every time when needed to the necessary degree. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they always feel very unwell 2-3 weeks after programming/reprogramming of their cardiac resynchronization therapy defibrillator (crt-d) with a programmer, every single time. The patient stated that they have talked about it with their clinic many times, but feels the hospital is not addressing their concerns over this. The patient claimed that the crt-d is defective and not shocking every time when needed to the necessary degree. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: b1, b2, b5, and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.